Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the chisel fractured and needs to be replaced. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to report the lot number.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned device shows that the blade has fractured from the tapered end of the handle and exhibits wear marks indicating signs of repeated use. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The lot was has been in the field for approximately eight years. It is unknown how many times the device was used. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.